Manufacturer narrative:
The investigation found the calibration recovery after the event was acceptable. The recovery prior to the event was not provided, the customer stated receiving errors when attempting to calibrate. The qc recovery for level 3 was provided and was acceptable. Level 1 was not provided. The field service engineer cleaned the ise block and ensured proper fit between electrodes. The customer replaced the reagents. Performance testing, calibration, and qc meet specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na, k for gen.2 results for three patient samples with a cobas 6000 c501 module. Patient 1 : the initial na result was 121 mmol/l. The repeated result was 126 mmol/l. The second repeated result on another module was 137 mmol/l. Patient 2: the initial na result was 125 mmol/l. The repeated result on another module was 131 mmol/l. Patient 3: the initial (4am draw) na result was 124 mmol/l. The repeated result on another analyzer was 137 mmol/l. The initial (4am draw) k result was 4.29 mmol/l. The repeated result on another analyzer was 4.82 mmol/l. The initial (1pm draw) na result was 129 mmol/l. The repeated result on another analyzer was 135 mmol/l. The questionable results were reported outside of the laboratory. The repeated results were deemed correct. The na electrode lot number was p01 70 with an expiration date of 27-apr-2022. The k electrode lot number was v59 83 with an expiration date of 20-mar-2022.